Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to cylinder herniated out of the corpora and into scrotum. All components explanted and replaced.